Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # (d4) was not provided.

Event description:
A customer from germany reported that she performed blood glucose testing with the contour next one meter and within 10 minutes, she obtained readings of 124 mg/dl, e2, indicative of used test strip and 386 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour next one meter was tested with the in-house contour next test strips from lot # 2jpeg04a, using blood sample, which gave a satisfactory performance.